Event description:
Reportedly, atp therapy (on (B)(6) 2019) and shocks (on (B)(6) 2019) were delivered by the subject device. The last capacitors charge time recorded was of 0.3 seconds. Moreover, ventricular noise oversensing was observed in some of the episodes recorded in (B)(6) 2019. A re-intervention was performed on (B)(6) 2019 to replace the right ventricular lead. Preliminary analysis confirmed the presence of episodes showing non-physiological signals (noise/artifacts) with ventricular noise oversensing since (B)(6) 2019 (at least). The observed noise pattern is typical of a ventricular lead issue and/or a lead-ICD connection issue.

Event description:
Reportedly, atp therapy (on (B)(6) 2019) and shocks (on (B)(6) 2019) were delivered by the subject device. The last capacitors charge time recorded was of 0.3 seconds. Moreover, ventricular noise oversensing was observed in some of the episodes recorded in (B)(6) 2019. A re-intervention was performed on (B)(6) 2019 to replace the right ventricular lead. Preliminary analysis confirmed the presence of episodes showing non-physiological signals (noise/artifacts) with ventricular noise oversensing since (B)(6) 2019 (at least). The observed noise pattern is typical of a ventricular lead issue and/or a lead-ICD connection issue.